Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that an endoscope was successfully processed in the reliance eps processor and hung for storage. The cycle was not aborted and was completed as expected. Following processing, an onsite fujinon representative reported that he had discovered a minor leak in the scope. The fujinon scope was removed by the representative and no follow-up information has been made available by fujinon regarding the scopes they removed from the user facility. A steris service technician inspected the reliance eps processor and found all operations were functioning properly including the automated leak test function. The technician was unable to duplicate the reported event, and the reliance eps detected all simulated leaks during the technician's testing. During the course of his inspection, the steris service technician learned that the user facility had also performed manual leak tests on the device prior to processing in the reliance eps which also did not identify any leaks. The reliance eps processor automated leak test feature is user selectable and functions independently of the separate cleaning and high level disinfection cycles. The automatic leak tester is designed to detect any scope leakage of 0.25 psig or greater during a 5 second timeframe. The processor also has a self-diagnostic feature to enable a user to determine if the automated leak test function is operating properly. The steris service technician tested this function and found it to be operating properly. In the event the device detects a leak, the device control will trigger an alarm to alert the operator and abort the cycle. The reliance eps operator manual states, (section 4-2), "the automated leak test feature offered on the reliance eps processor is a means to inspect endoscopes for leaks prior to processing. The automated leak test feature allows the operator to verify damage did not occur during the cleaning process after the required manual leak test." The operator manual also states (section 4-2), "in the event that the automated leak test fails, an alarm is triggered (fault 52 or fault 53) and the cycle is aborted. No pressure is maintained in the connected endoscopes."